Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturing reference number: 2017865-2022-48167; related manufacturing reference number: 2017865-2022-48183. It was reported that the patient presented with an infection. Endocarditis was noted. The implantable cardioverter defibrillator, right ventricular and right atrial leads were explanted and replaced. The patient was in stable condition.

Event description:
Additional information received indicates that the patient experienced fatigue and weakness.